Event description:
The caller reported that the pump screen went blank unexpectedly and would not turn on, even when attempts were made to power it. The customer's blood glucose level was reported as 345 mg/dl at the time of the call, indicating no adverse impact related to this issue. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.